Manufacturer narrative:
The reported events were inadequate capture, r-wave amplitude variation and insulation damage. The reported event of insulation damage was confirmed. The outer insulation was found to be cut/damaged at the proximal region of the lead due to procedural damage. The cause of the reported event of insulation damage was isolated to the cut/damaged outer insulation due to procedural damage. The reported events of inadequate capture and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related manufacturer report number: 2017865-2023-95101. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. During lead revision, it was noted that there was insulation damage on the rv lead. During the procedure, the physician elected to replace the pacemaker (pm); it was noted that the set screw was stripped and was unable to be removed from the header. The physician elected to explant and replace the rv lead and pm. There were no patient consequences.